Event description:
It was reported that the rigid video laparoscope had an image fault, blurry image, during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge coupled device (ccd) was broken; no image was displayed; light guide connector (llk) plug of the video cable section contained foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.